Manufacturer narrative:
The device was not returned to olympus for evaluation, and the customer's allegation could not be confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the 4k camera head was not producing an image. The issue was found during preparation for use in a therapeutic nissen fundoplication which was completed with a similar device. There were no reports of patient harm.